Event description:
It was reported that the rotational speed was unstable. The moderately tortuous and severely calcified target lesion was located in the mid left anterior descending artery. A 1.25mm rotalink plus was selected for use. During preparation, outside the patient's body, it was noted that the rotation speed was unstable. The speed was set at 180,000 rpm; however, the rotation speed would change from 160,000 to 200,000rpm. Furthermore, there was abnormal sound noted and the device stalled by unknown cause. The procedure was completed with another of the same device. The were no patient complication reported.